Event description:
It was reported that customer experienced cgm error and called for assistance with sensor use. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset with guidance from technical support, error did not recur, and customer successfully started new sensor session.